Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 19.6 mmol/l, 9.4 mmol/l, 15.5 mmol/l and 9.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation. The reporter stated not certain if the returned product was the product used at the time of the results obtained.